Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient was revised corrosion at the neck-stem junction, adverse local tissue reaction and metal debris.